Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. On 6/15/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed a crease in the posterior aspect. No additional anomalies were observed. Leak testing was not performed to avoid compromise the device integrity. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. According to the information received, it was reported rupture in the breast implant and the patient developed capsular contracture. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two mentor 320cc memorygel breast implants, suffered bilateral grade iii-IV capsular contracture post-operatively. In addition, a possible rupture of the right breast implant was reported. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (left) 200cc mentor memorygel breast implant catalog: 3502004bc lot: 7634360 sn: (B)(4) and (right) 200cc mentor memorygel breast implant catalog: 3502004bc lot: 7634360 sn: (B)(4). This medwatch form is for the left breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).